Event description:
Info received indicates that during an unspecified number of cases, cams detached from the suture holder insert. The hcp also reported one case where the insert broke but did not state when it occurred. No consequence to the pts was reported. Specific details for each case were not provided and are not available.